Event description:
Caller reported a continuous glucose monitor (cgm) error. There was no adverse impact to the customer's blood glucose level. Customer support provided assistance by walking the caller through a pump reset, after which the error was no longer displayed, and the caller successfully started their sensor session.